Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a low blood glucose (bg) level of 26 mg/dl. Low bg was addressed with intervention by paramedics, who administered a dextrose shot and intravenous fluids. Customer also reported experiencing a seizure due to low bg. The customer reverted to an alternate method of insulin therapy. Customer did not respond to follow up attempts and did not upload pump for data investigation.